Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a fall and dizziness. It was noted that the right ventricular (rv) lead was observed with no capture. Reprogramming was performed and the lead remains in use. No further patient complications have been reported as a result of this event.